Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. No tests/laboratory data available. The implant or explant dates are not applicable to this device. Device evaluation anticipated but not yet begun. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was initially reported the patient was going to have bypass surgery and doctor wanted to do a ffr-lad (fractional flow reserve, left anterior descending artery.) The manufacturer's device got caught on calcium and the physician had trouble pulling it and the device stretched and broke off. They were able to retrieve a portion of the device. The patient is having surgery. No stent, stuck in calcium. This adverse event is being reported because of device separation within the patient and subsequent surgical intervention.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This follow-up report is being submitted to report additional information received by the manufacturer, device analysis observations and patient information.

Manufacturer narrative:
Internal reference: (B)(4). Additional information provided the patient was hospitalized. Additional information provided by the physician states the following: the patient had 50%-60% left main disease with no significant disease in the left anterior descending artery (lad). The ifr/ffr was performed across the left main disease with the wire in the mid lad. After completing the procedure the wire was pulled from the lad, at that time it was noted that the radiopaque portion of the wire was lengthening. The radiopaque portion of the wire continued to lengthen and with little resistance the wire broke. About 10mm distal radiopaque portion of the wire was in the mid lad and a small [hair] like wire that was wrapped around the central core was extending from that portion up to the right subclavian where that portion was broken as well. I snared the very thin hair like wire from the right subclavian but it broke off again with part of the hair like wire left in the aorta going into the portion of the broken tip into the lad. The patient had severe left main disease and would need revascularization via coronary artery bypass grafting (CABG) and the hair like portion of the wire was removed by a small aortotomy. Once the surgeon pulsed the wire, the wire again broke leaving the distal tip still in the lad. A portion of the device is still retained in the lad. The patient underwent successful CABG x2 and so far, is recovering well. Correction: the device expiration date is 31 july 2021. Evaluated by MFR: visual and microscopic inspection were performed on the returned device. The core wire and the distal coil was broken. The probable cause for the reported "stretched and broken" failure is damage during use, as evidenced by the observed damage to the core wire and the distal coil. This damage likely occurred as a result of mechanical strain during procedure. However, we were unable to conclusively determine how the damage occurred. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.